Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper, mid, and lower abdomen on (B)(6) 2020 using the cooladvantage applicators who developed paradoxical hyperplasia (pah/ph) on abdomen and inner thighs after treatment, diagnosed on (B)(6) 2021. Physician described tissue as "firm & large" and "visible enlargement with bulging is noted in the abdomen, especially upper abdomen". It should be noted that the inner thighs were not treated with coolsculpting.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper, mid, and lower abdomen on (B)(6) 2020 using the cooladvantage applicators who developed paradoxical hyperplasia (pah/ph) on abdomen and inner thighs after treatment, diagnosed on (B)(6) 2021. Physician described tissue as "firm & large" and "visible enlargement with bulging is noted in the abdomen, especially upper abdomen". It should be noted that the inner thighs were not treated with coolsculpting.

Manufacturer narrative:
Corrected data d1 - brand name.